Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The manufacturing representative reported that the patient had rib stimulation and needed reprogramming. The patient's wife stated that the patient had 'difficulty breathing' and 'lung problems' with the stimulation before, only when turned off. Impedances were checked and within normal limits. An xray was taken and lead placement looked good. Stimulation was turned on and reprogrammed out of the ribs. Patient was happy with setting upon leaving. Additionally, the patient laid down and rolled side to side and was happy. However, the manufacturing representative received call from patient an hour later stating that stimulation was back in ribs. Additional information received reported that the manufacturing representative met with the patient again on (B)(6). Reprogramming was done and the patient no longer had rib stimulation. The cause of the event was not determined. Additional relevant medical history included spinal pain.